Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Femoral head would not engage trunnion.

Manufacturer narrative:
An event regarding an assembly issue involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: the returned ceramic head showed some scratches on the taper surface. Theses scratches are consistent with explantation damage. Dimensional inspection: the device was found to be dimensionally within specification. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed on the returned device, all features conformed to the required specifications. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
Femoral head would not engage trunnion.